Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was an over infusion unspecified medication identified as a blood thinner. The medication was intended to infuse over 3 hours, however the medication was infused within 30 minutes. It was reported that following event the patient "coded" and intervention was provided. The patient recovered.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of zosyn. The medication was intended to infuse over 3 hours, however the medication was infused within 30 minutes. It was reported that following event the patient "coded" and intervention was provided. The patient recovered.

Manufacturer narrative:
Additional information was provided by the customer that indicated there was no patient injury and the initial report was in error. The record is being updated to malfunction based on the information provided by the customer. Omit: event attributed to, e0602 - cardiac arrest, f2306 - resuscitation, a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found and d14 - no problem detected. Correction: adverse type, describe event or problem, type of reportable events. Additional information: imdrf annex e and f codes.

Event description:
It was reported that there was an over infusion of zosyn. The medication was intended to infuse over 3 hours, however the medication was infused within 30 minutes. There was patient involvement but no harm reported.